Manufacturer narrative:
E.4: the initial reporter also notified the FDA on 10aug2023. Medwatch report # (B)(4). D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in the catheter split. There was no report of patient impact. The following information was provided by the initial reporter: during IV placement of 2 different size catheters and at least 2 different patients (#20 piv and #22 piv) the catheter would not advance after getting a flash. When the rn pulled the catheter out after the attempt the actual plastic catheter that typically sits within the vein was compromised/split. This was reported out as the daily safety huddle in the ed, no further details (i.e. Lot #s) can be obtained. Catheters were discarded.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in the catheter split. There was no report of patient impact. The following information was provided by the initial reporter: during IV placement of 2 different size catheters and at least 2 different patients (#20 piv and #22 piv) the catheter would not advance after getting a flash. When the rn pulled the catheter out after the attempt the actual plastic catheter that typically sits within the vein was compromised/split. This was reported out as the daily safety huddle in the ed, no further details (i.e. Lot #s) can be obtained. Catheters were discarded.